Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device did not fire. A new device was used to resolve the issue. No patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the single use loading unit (sulu) was partially applied and the interlock was engaged. Functional testing found that the single-use loading unit was reset and loaded into the instrument. The single-use loading unit was unloaded and loaded repeatedly without difficulty. The single-use loading unit and instrument were applied to test media with acceptable results. The firing knob advanced and retracted without difficulty. The knife cut completely and cleanly, and the remaining staples were deployed and formed properly. It was reported that the device did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced and may prevent further loading from occurring. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to remove the single-use loading unit, separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the single-use loading unit tabs and pull up and out to remove the single-use loading unit from the instrument. To place a new single-use loading unit into the instrument, hold the single-use loading unit by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove the shipping wedge after the single-use loading unit is fully loaded. A single-use loading unit will float up and down in the final loaded position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the device did not fire. A new device was used to resolve the issue. There was no patient injury.